Manufacturer narrative:
(B)(4) - final device analysis revealed syncromed ii battery resistance high. The battery resistance waveform test showed a high resistance.

Event description:
It was reported that a pt's pump had a low battery and was in safe state; this was confirmed via pump log printouts. The pt had a pump replacement. The medication administered via the pump was baclofen 2,000 mcg/ml at a daily dose of 13.1 mcg/day. No pt symptoms were reported.